Manufacturer narrative:
The investigation was documented and most probable root causes were defined according to information provided by the customer, risk management report and previous complaint history. According to the serfas energy probe family risk management plan , probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component or similar complaints have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. In addition, if there was a non-conforming component root cause, it is anticipated that the occurrence of failure would be more widespread. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a non-conforming root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. Poor assembly process. The following controls are in place to detect any assembly process related issue: current in process controls for this condition at the manufacturing line include but are not limited to 200% inspection during assembly process ("inspeccion visual de assembly" and "inspeccion visual de sub assembly). A continuity test (resistance measurement) is performed after the unit is assembled ( "prueba de resistencia en sub-ensamblaje para serfas energy" and "programacion de unidad serfas energy") which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review. Misuse. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. A possible misuse by using the probe for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, which may have contributed to the damage observed, which is contraindicated as per user instructions for the serfas energy probes family cannot be ruled out. The user instructions for the serfas energy probes family states that the serfas probes are disposable radio-frequency probes used in electrosurgical procedures for resection, ablation and coagulation of soft tissue in patients undergoing arthroscopic surgery amd that the following cautions must be do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. This event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. The condition will be monitored through the product surveillance board, in order to determine actions to be taken based on condition re-occurrence and failure confirmation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the probe broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the probe broke off.